Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 (mg/dl) after playing soccer. Customer consumed juice and food to treat the low bg level, and subsequently, experienced an elevated bg of 253 (mg/dl). Customer administered a bolus to treat the elevated bg level. During the call with tandem technical support, contact inquired as to why the customer's insulin duration for one of their profiles was not set to 3 hours. Review of settings revealed that the profile had been set to 5 hours instead of 3 hours. Contact stated that the customer's health care provider suggested that it be set for 3 hours and was able to make the adjustment while on the phone. Recommendation was made to consult with health care provider to discuss diabetes management.